Manufacturer narrative:
The events of "infection (unknown onset)" and "delayed healing" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "infection"; "wound problems".

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "infection and wound problems". This record is for the left side. Device was explanted.